Manufacturer narrative:
Follow-up # 1 date of submission 03/18/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/06/2015 with the following findings:during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad and between the bumper pad and top. The returned battery cap was found to be damaged. A test battery cap was able to be fully secured to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was hard to read. No additional information was provided. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.